Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit received with intermittent button press due to unlocked j2 connector on lcd board. Oz 12/15/08. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the the buttons were not responding even after changing batteries. No harm requiring medical intervention was reported. The customer will discontinue to use the device.